Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did not perform as described in the field action. Product event summary : the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: product ID 419388 implantable pacing lead implanted: (B)(6) 2004 product ID 507645 implantable pacing lead implanted: (B)(6) 2002 product ID 694765 implantable tachy lead implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the device experienced early battery depletion and reached recommended replacement time (rrt) in less than 3 years of implant date. The device was explanted and replaced. No patient complications have been reported as a result of this event.